Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was explanted due to infection about two months post implant, and was not replaced with a new device. The physician surgically abandoned the associated leads in situ and the pacemaker was returned. The patient was stable and discharged from the hospital. No additional adverse patient effects were reported.